Event description:
A surgeon reported that the auto stop cock failed to engage when the foot pedal was togged to select air infusion; the eye became soft as no air was coming in with the fluid turned off. The surgeon tapped on the stop cock with the handle of a hemostat, shook the stop cock, and increased the pressure reading to 60 mmhg (millimeters of mercury), but the issue did not resolve. The surgeon selected fluid infusion and the eye reformed and pressure returned to the eye. The surgeon attempted the fluid/air exchange five times unsuccessfully. The tubing was then exchanged and the case was able to be completed without further incident. The pt did not experience any harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).